Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tubes had underfilling. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "tubes doesn't fill during sampling. Under filling."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. The expiry date of the lot number involved was december 2022. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes are expired. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tubes had underfilling. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "tubes doesn't fill during sampling. Under filling."